Manufacturer narrative:
E3: non healthcare professional; e2: no. The device evaluation found corrosion on coupler and connector terminals. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on connector terminals and coupler. There was no patient involvement.